Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots) issue. The distributor alleged that there was a pressure spot on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: during testing, the pump powered on to a blank display with audio tones and vibrations functional. The pump case was removed and the display screen was found to be damaged. A test display was inserted and was found to function properly. The complaint that there was a pressure spot on the display screen was not able to be adequately investigated due to the blank display issue.